Event description:
Initially reported as: "rupture (of) catheter linking chamber to lapband" (port leak). Follow up clarified: "(the) access port (was) removed because of (a) lesion on the skin". Additional follow-up confirmed (the lesion on the skin) as an ulceration; however, additional information in regards to the cause of the ulceration and a possible exoneration of the device by the physician is not possible since "the md involved in this event has already retired form practice" (contact information not available).

Manufacturer narrative:
Taper I. The access port connector associated with this report has not been returned and was discarded after surgery by the reporter. We only received a small part of the port tubing. The reporter was asked to indicate the product serial number. The information has not yet been received by allergan. Based upon the implant date provided by the reporter, the connector type is assumed to be a taper I. The access port tubing connector was not received; therefore, the connector type cannot be confirmed through visual examination. Only a small band portion of the product was returned. The analysis of this band portion has not been completed at this time. Ulceration is a physiological event and device analysis usually does not assist allergan in determining a probable cause for this event. Device labeling addresses the possible outcome of an ulcer as follows: "adverse events: ulceration, gastritis, gastroesophageal reflux, heartburn, gas bloat, dysphagia, dehydration, constipation, and weight regain have been reported after gastric restriction procedures."